Event description:
It was reported that an ilet user experienced high blood glucose of 345 mg/dl after consuming more cake than expected at a celebration and did not observe occlusions or leaks, with the event associated with meal announcements and an incorrect meal size; the device component implicated was the user interface and the medical device problem was improper or incorrect procedure or method. Symptoms included hyperglycemia without other clinical signs or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to the user interface, consistent with an incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.